Event description:
Customer reported a motor error alarm during a bolus. Customer's blood glucose was 133 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also stated they were able to rewind their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the insulin pump and passed. Insulin pump had minor scratches on display window.